Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer had been experiencing high blood glucose levels up to 500 mg/dl since the night prior to the call. Caller reported that the customer was treated with an insulin pen. Blood glucose level earlier in the day of the call was over 600 mg/dl. The caller was unable to troubleshoot as he did not have the insulin pump available at the time of the call. The insulin pump was not replaced or returned for analysis.